Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive and cine power supply connectors were removed and reseated during the service call. The cine drive was also reformatted. The system was tested and found to be working as intended and put back into service.